Event description:
Aspen surgical received a report from the customer indicating that a silicone bulb evacuator was discovered with a sealing issue. The item was not in use. No injury/death was reported. This event was filed in our compliant handling system as number (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.